Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 different high level hcg urine controls, and 3 clinically positive urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Complaint was received in a batch report from the distributor (log number 306702) on (B)(4) 2013. No other information was provided. Caller alleges that test showed a false negative hcg result using the consult diagnostics hcg urine cassette test. The patient's blood work indicated that the patient was pregnant.